Manufacturer narrative:
H6: component code 515 added. B1: adverse event selection corrected.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release specifications. The device remains implanted and therefore no product evaluation has been performed. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
It was reported to gore that a gore® excluder® aaa endoprostheses was selected to treat a patient with an abdominal aortic aneurysm. The left internal iliac artery was unintentionally covered when deploying the contralateral leg endoprosthesis plc231200. It was reported that the device was placed lower than intended. It is not reported whether the coverage lead to any patient harm. The patient is doing well and routine follow up will be carried out.